Event description:
Patient's mother reported the hizentra medication was drawn up and pushed into the needle set, but the needle set had a handwritten tag on it. It did not look sterile, so they had to discard dose of hizentra. Patient was able to finish infusion with a new set of tubing, needles, and hizentra. Needle set lot and expiration date not available. Patient does have a photo of handwritten tag. No adverse events or missed doses reported. Unknown if product is available for return. No other information known. Indication: other immunodeficiencies with predominantly antibody defects. Reported to (B)(6) by pt/caregiver.